Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the catheter was cut below the exit marker, 14.5cm from the distal tip of the balloon. The black exit marker on the catheter of the device was found to be bunched. Visual examination of the guidewire of the device revealed the tip of the guidewire to be unraveled, which is consistent with the complaint that the device was difficult to withdraw from the endoscope. The customer's report that the exit marker bunched and the catheter was cut to remove the device from the endoscope was confirmed. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device. A review of the device history record (DHR) was performed and confirmed that no non conformances were raised for the specified lot. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a male patient over (B)(6) old on (B)(6), 2010 (patient exact age and weight are unknown). According to the complainant, the procedure was completed with this device, however after deflating the balloon, the black exit marker on the catheter moved and appeared to be bunched. In addition, it was reported the device was difficult to withdraw from the endoscope. Therefore, the device and endoscope were removed from the patient together and the device was cut in order to be removed from the endoscope (as directed in the directions for use). No pieces of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on a male patient over 50 years old on (B)(6), 2010 (patient exact age and weight are unknown). According to the complainant, the procedure was completed with this device, however after deflating the balloon, the black exit marker on the catheter moved and appeared to be bunched. In addition, it was reported the device was difficult to withdraw from the endoscope. Therefore, the device and endoscope were removed from the patient together and the device was cut in order to be removed from the endoscope (as directed in the directions for use). No pieces of the device detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.